Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03487. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire sheared off outside the patient. During rotational testing of the 1.75mm rotablator rotalink plus burr outside of the patient, the rotawire guide wire sheared off . The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.